Event description:
Arrived in operating room after a level 3 delivery was paged. Supplies were removed from the crash cart to prepare for a possible intubation attempt. While attaching the blade to the handle, handle light did not turn on. Attempted to light the handle by pushing the button and light still did not work. Malfunctioning equipment was replaced with a working handle from crash cart. Prematurity and general anesthesia in eclamptic mother- infant delivered initially limp, hr [heart rate] <100.